Manufacturer narrative:
The procedure was an elective case, although two weeks earlier the patient had experienced a myocardial infarction (stemi). The target lesion was the proximal lad. The vessel was a de-novo and calcified lesion. Lesion classification was type c. The lesion length was 30mm and vessel diameter was 2.5mm. Pre-dilation was conducted with a 2.5x15mm balloon at 14 atms for 30 seconds. The 1st 2.5x18mm cypher stent was deployed distally at 12 atm for 60 seconds. A 2nd 3.0x18mm cypher stent was deployed at 10 atms for 30 seconds proximal to the 1st cypher overlapping it. Post-dilation was conducted with a 3.0x18mm balloon at 16 atms for 30 seconds. Ivus was conducted. The residual percent of stenosis was zero percent. Timi flow pre and post procedure was iii. Act was not measured. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01736 and 9616099-2008-01737. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that thirty-four months post index procedure, the patient was hospitalized due to an acute myocardial infarction. A coronary angiogram and ivus were conducted and thrombus was observed inside the 2 cypher stents. To treat the thrombus, poba was conducted and sufficient blood flow was confirmed. Positive remodeling was observed inside the 2 cypher stents. The patient was discharged three weeks later. Csa was below. Csa of 2nd cypher could not be measured due to heavy calcification. Eem csa: distal portion of 1st cypher 2005: 9mm 2, 2007: 15mm 2 proximal portion of 1st cypher; 2005: 13mm 2, 2007. Stent csa: distal portion of 1st cypher 2005: 4.4mm 2, 2007: 4.3mm. Proximal portion of 1st cypher 2005: 4.7mm 2, 2007: 4.4mm. Physician's comment: the probable cause of this thrombotic event was because the stent apposition was not sufficient due to positive remodeling.